Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative on 2018-dec-07 reporting that reprogramming did not resolve the warmth. The patient would be following up with their hcp. Per the hcp, they believed it was the pocket itself and that the warmth was not related to the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having an internal burning sensation where the battery was during use and also when the stimulator was off. The patient also stated that the outside got warm also. There were no known environmental factors reported. The manufacturer representative was going to reprogram the patient and the hcp was going to see the patient the day after the report ((B)(6) 2018). No further complications were reported.